Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient details, whether the patient followed correct post op protocol, and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report on completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Right side revision of a paragon stem approximately 1 year and 1 month after implantation due to infection.